Event description:
The user facility reported that the conveyor belt had broken causing injury to one employee. The user facility reported the injured employee's hand got caught in the door on the return conveyor when attempting to push a manifold through the door. No procedural delays or cancellations reported. One employee was injured and sought medical treatment at the employee health center.

Manufacturer narrative:
A steris field service technician arrived onsite and inspected the unit's sensors, checked safety switches and wiring, and ran manifolds through the system. The technician was unable to duplicate the reported event. The steris field service technician observed operators misusing the motorized return door by overloading the conveyors and pushing the rack on the motorized conveyors. The technician re-trained the operators, including the injured employee, and their supervisor of proper procedures for motorized return doors and attached conveyor belts. The scs conveyor system operator manual states, "risk of crushing or pinching fingers or hands. Keep hands away from any moving part or baskets. Baskets, rollers, feed-in cylinders and feed-out cylinders can start in motion at any time during operation."

Manufacturer narrative:
Steris' investigation of this event identified that the belt on the conveyor system was not broken as originally reported. A steris technician inspected the system and confirmed the scs conveyor was operating according to specification with no issues or malfunctions identified. The employee subject of the reported event has returned to normal work duties. Section 6 of the operator manual for scs load/unload conveyors states, "[baskets may jam if damaged or bent baskets or racks are used] - use baskets or racks that are in straight and in good condition." Upon further investigation the steris service technician identified the user facility's baskets were warped. The staff has been retrained on proper use and operation of the scs conveyor. No additional issues have been reported.